Event description:
A customer reported that microbubbles of air were observed going past the meridian hemodialysis machine air detector and were going to the patient without an alarm. The patient was disconnected from the machine and the bloodlines were recirculated to remove the air. The patient had no adverse reaction to the incident.